Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced bent cannula on 27-mar-2026 due to which the patient faced hyperglycemia event. The blood glucose level was 350mg/dl and got treated with correction bolus via pump.